Event description:
Customer reported a high blood glucose value, which was confirmed using a bg meter with a reading of 396 mg/dl, the customer had not taken any corrective action initially but worked with technical support to check various aspects of the insulin delivery system, including the infusion set and connections. Technical support advised on filling and loading a new cartridge, and the customer agreed to replace supplies as necessary to resume insulin therapy. A replacement cartridge was requested, and arrangements were made for it to be sent to the customer's confirmed shipping address.